Event description:
While moving bed to up position it collapsed. It collapsed at the foot of the bed. This bed had not had repair or replacement of parts since installation on 07/12/05. No resident or staff were injured. Resident was out of facility at time of incident. Envioronmental audits conducted since 07/12/2005 on a regular rotation revealed no prior signs of malfunction or potential hazard. Investigation revealed that a nut/bearing flew across the room at the time of collapse. This nut/bearing seemed to come from an internal mechanism within the motor box where the piston arm had been attached.